Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went swimming with her pump and it alarmed critical pump error and then had a blank display. Her blood glucose was 250 mg/dl. During critical pump error alarm troubleshooting, the customer said that the critical pump error image appeared on the screen. She was advised that the pump needed to be replaced, to discontinue use of the pump and to revert to a backup plan per her doctor¿s orders. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display or critical pump error alarm noted during testing. Unit was received with pump error 68/49/23 after battery change, pump error 75 during self test and high sleep current due to moisture damage on electronic assembly. Unit was received with corroded battery tube, scratched case, missing display window cover and minor scratched lcd window.